Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant of this right ventricular (rv) lead, normal amplitudes and impedances were exhibited, however threshold values were not satisfactory and the physician elected to reposition the lead tip. It was then the helix failed to operate as intended and the lead was explanted and replaced. Another lead was implanted without incident: favorable measurements were exhibited and the procedure completed. No resulting adverse patient effects were reported and the product is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was observed stretched, bent and deformed upon return; blood and tissue present. Resistance tests were then completed to assess lead electrical integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The lead exhibited evidence of induced damages, typical of an attempted implant product.